Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by cubie failure. The field service engineer shutdown the station and replaced the drawer controller for drawer 4.1 to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubies not on the bus. The customer stated that there was no delay to the patient's workflow since they managed to get the medicines from other station. There were no adverse events or injuries reported based on this event.